Event description:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the ls failed to capture pacing while testing. The tempus ls was replaced with the customer. The faulty device was not returned for analysis and repair. Multiple attempts (gfe) have been made to encourage the customer to return the device (gfe). The device was not returned for analysis. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Model# updated. Product UDI# updated. Contact office updated. Investigation results are unchanged.